Event description:
Patient called to report an adverse reaction to a hernia mesh she had implanted on (B)(6) 2016 for an umbilical hernia. Patient stated that shortly after the mesh was implanted, she began to have the following symptoms: severe pain around the incision, pain under her left rib, pain in her stomach area, migraines, nausea, extreme constipation requiring the use of softeners, stomach swelling, water weight gain, yeast infections, menstrual irregularities, extreme nausea, constant pressure on hernia, discomfort when laying down and running, vomiting, and itching around incision site. Patient said her incision site is now purple and painful. She believes it might be infected. Patient will call back with manufacturer information.